Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient has 3 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient is experiencing ineffective stimulation due to 2 of the leads having migrated. The patient denied any falls or trauma. Surgical intervention may be undertaken at a later date.

Event description:
Follow-up information indicated the 2 migrated leads were explanted and replaced. Postoperatively, the patient reported receiving effective therapy.